Event description:
Pump screen lit up and all red and green lights were blinking and zero gtts rates were on the face of the pump. Unable to reprogram the pump. Changed to new pump and restarted medications.